Manufacturer narrative:
Age at time of event - mid sixties. (B)(6).

Event description:
It was reported the catheter got stuck on the guidewire. The target lesion was located in the right superficial femoral artery. During the use of a jetstream atherectomy catheter over a non bsc guidewire, the catheter got stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient was reported to be fine post procedure.